Event description:
The pt continued to report inadequate pain coverage despite of reprogramming. An x-ray was taken and it appeared that the lead insulation had cracked. The cracked lead was removed and the pt was implanted with a new lead.